Event description:
It was reported that a call was received from the medical doctor on duty regarding a red alarm indicating a ¿purge system failure.¿ after replacement of the same purge system, the alarm was resolved. This was highlighted by the customer service center.

Manufacturer narrative:
Additional information has been provided in b5 including further detail regarding device problem and resolution. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 was updated as the product was returned to manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component and impact codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was due to biomaterial buildup based on a gradual increase in purge pressure with no motor current spike per data log analysis, biomaterial in the purge gap of the returned pump, and tpa resolving the issue per clinical details.

Manufacturer narrative:
B3 revised date as it was entered incorrectly on the initial report that was submitted. D6b explant date was added. D9 device was returned and the date received was added. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the device being returned. H11 updated additional manufacturer narrative due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a physician called regarding a ¿pump pressure high¿ alarm. Recommendations and best practices were shared during the discussion. The possibility of tissue plasminogen activator lysis was mentioned and requested by the physician. The complainant also advised storing the pump properly.

Manufacturer narrative:
A 64-year-old patient with know coronary artery disease received an impella 5.5 device via direct aortic insertion after cardiac surgery associated post cardiotomy cardiogenic shock/low cardiac output syndrome. Patient received more than two vasopressor/inotropes and respiratory support before impella placement. A complaint was filed on high purge pressure and pump lysis was initiated. Patient expired on support and case was filed for medication required and death. During impella 5.5 support, high purge pressure developed in the purge system and was addressed with tpa. The elevated purge pressure resolved and the pump continued to support the patient. A purge cassette priming error occurred during a purge system change 5 days later and was resolved by replacing the purge cassette. The pump supported the patient for 13 more days until the patient expired. These malfunctions are considered reportable events. H6. Medical device problem code added. H6. Health effect - impact code added.